Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an unspecified screen-bezel issue. Additional information related to the potential failure of this component was not provided. There was no reported patient involvement/adverse patient impact.